Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint.

Event description:
The customer reported a blank display. The customer did not want to troubleshoot. Advised that the insulin pump would be replaced. Nothing further was reported.